Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) checked the system remotely and found the analysis image freezing consistently and attempted several cold reboots, but the issue persisted. Pc diagnostic tool diagnosed that led configuration indicates pc replacement needed and rse requested for onsite support. The field service engineer (fse) inspected system onsite and confirmed that the system is not starting up. Upon troubleshooting, the fse found that suite pc and x ray pc were defective. To resolve the issue, the fse replaced the suite pc and x ray pc, the rsn over vpn software was installed and performed functional tests. The defective parts were returned for analysis, the part analysis result of suite pc conclusively determines the cause of failure as mother board and power supply, whereas the part analysis results of x ray pc could not conclusively determine the cause of the failure. After the replacement and installing the software, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.